Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient has not recharged their device since implant of replacement (97714) in (B)(6) 2018. Patient also states reason for not charging was due to difficulty in performing charging task. A physician recharge mode (prm) was successfully performed on the ins and patient was then sent home to charge. The patient subsequently reported that the ins will rapidly deplete and will not maintain a charge. Patient is adamantly convinced ins is defective and needs to be replaced. No patient symptoms were reported. No further complications were reported/anticipated.